Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high and low blood glucose. The customer¿s blood glucose level was 21 mg/dl at time of incident and current blood glucose level was 198 mg/dl. The customer¿s blood glucose level was 300 mg/dl. The customer was treated with food. The customer alleges pump was over delivering because in the sleep sugars went low. The customer declined to continue low troubleshooting. The customer was advised to disconnect from the pump. The insulin pump will not be returned for analysis.